Event description:
Btm was implanted for an acute full thickness burn (off-label use) on the abdomen. Four weeks after implantation btm was delaminated, which looked vascular and healthy, following which the surgeon decided to just spray recell (autologous skin cell suspension) rather than graft on the very large abdomen. This led to recell failure. There were no issues reported with btm other than heavy draining. Homograft (cadaveric allograft) was applied which sloughed off. The patient was treated with versajet (hydrosurgery debridement) and daily silver sulfadiazine cream. Homograft was reapplied which took followed by skin graft which also took.

Manufacturer narrative:
In absence of batch number, a batch review was unable to be performed. Skin graft failure is a known adverse outcome that may occur post btm integration. The probable root cause for the reported failed recall and homograft is due to the use and application of the recell autologous cell harvesting device, and not related to the btm device. The btm device performed as expected, and the second homograft application took, with patient having a successful consecutive skin graft. The IFU for the recell autologous cell harvesting device states ¿the recell device is used ¿for direct application to acute partial-thickness thermal burn wounds in patients 18 years of age and older, or application in combination with meshed autografting for acute full-thickness thermal burn wounds in pediatric and adult patients¿¿. It was reported that the hcp, on initial application, decided to just apply the recell device, rather than graft and recell on the burn wound. As a result of the investigation, it¿s been concluded there is no product risk, a CAPA is not required, and the case will be subject to trending according to documented pms procedures.